Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Additionally, the foreign material may not have been removed by failure of appropriate reprocessing due to malfunction of the forceps elevator. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The detection method is contained the operation manual chapter 3 preparation and inspection. The preventive measures are contained in the reprocessing manual 3.5 manual cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the forceps elevator wire on the duodenovideoscope was broken. The issue was observed during device maintenance. There were no reports of patient harm or impact associated with this event. During testing and inspection of the returned device, it was observed that the forceps elevator was dirty with foreign material, which had been attributed to insufficient cleaning. It was unknown if the device was cleaned, disinfected, and/or sterilized the product before it was sent in for repair. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. During the evaluation, it was determined that the forceps elevator had foreign material- yellowish/brown in color but it was unknown what the foreign material was. Additionally, the evaluation revealed the following findings: due to a cut on bending section cover (a-rubber), water tightness was lost; due to a dent on nozzle, water removal ability does not meet the standard value; forceps elevator wire was completely cut off; adhesive on bending section cover (a-rubber) was detached; connecting tube had coating peeling; due to wear of angle wire, bending angle in down/right direction does not meet the standard value; scope-cover had discoloration; grip was dirty; suction-cylinder was shaved; forceps channel port was shaved; light guide-cover glass had a dent; and scratches were found on multiple components of the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.